Event description:
The patient was revised on (B)(6) 2022 due to instability following the primary surgery on (B)(6) 2021. A centered glenosphere (36), glenoid baseplate (24), humeral cup (36/6), humeral spacer (9), two standard screws (20), standard screw (25) and standard screw (30) were explanted. A centered glenosphere (40), glenoid baseplate (24), humeral cup (40/6), humeral spacer (9), standard screws (20), two standard screws (25) and standard screw (35) were implanted.